Event description:
On (B)(6) 2013 the surgeon requested the manufacturer's representative follow up on a reported complication during vns replacement surgery for the patient which occurred on (B)(6) 2013. Per the patient's mother, the patient had a reaction to the bandage used to cover the surgical site. The patient was fine when seen by the physician on tuesday, but wednesday when the bandage was removed, the physician noted bright red irritation caused by the adhesive. It was stated that the patient must have been itching the area, because he had pulled the steri-strips off and the area was oozing a little. The mother was concerned that the patient may need to be placed on antibiotics. Attempts are being made for additional information; however, no additional information has been provided.

Manufacturer narrative:
Date of explant; corrected data: supplemental manufacturer report #01 inadvertently did not include the date of explant.

Event description:
Additional information received revealed that the patient has been implanted with a new generator and lead.

Event description:
It was reported that the patient underwent generator and lead (leaving the electrodes and a portion of the lead) explant. It was reported that the infection was at the generator site and that the lead was unable to be salvaged due to pus. It was reported that the generator and lead were discarded and will not be returned for analysis. It was reported that the infection was believed to be caused by the caregiver tampering with the wound.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for the generator prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed the device met all final testing specifications and sterilization standards prior to distribution.